Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed that the patient was appropriately shocked for numerous episodes of true ventricular tachycardia/ventricular fibrillation (vt/vf). However, it was also noted that was some right ventricular lead noise mixed in with the vt/vf. No intervention was performed, the patient would continue to be monitored. The patient condition was unknown.